Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation: in this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the product instructions for use (IFU). Additionally, angina, restenosis, dyspnea, and hospitalization are listed in the product risk assessment (ram). Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to MFR, design, or labeling.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated distal left anterior descending (lad) and the pre-dilated proximal circumflex (cx) with a total of two xience v stents. On (B) (6) 2009, the pt experienced dyspnea on exertion - stable angina class iii. Aspirin and clopidogrel were discontinued or changed. The pt was hospitalized on (B) (6) 2009, and underwent coronary angiography and a denovo tight lesion was noted within the proximal lad. This was treated on (B) (6) 2009 via percutaneous transluminal coronary angioplasty (ptca) with stent placement. This event was determined to be target lesion revascularization. The pt was discharged on (B) (6) 2009. There is no additional info available.